Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported a patient who encountered the fill complication encountered and m21-9 invalid sensor readings messages during their peritoneal dialysis (pd) treatment. After reviewing the treatment data, there is an indication of increased intraperitoneal volume (iipv) that exceeded 180% of the patient's prescribed fill volume. Due diligence attempts were exhausted, but additional information was not provided. If additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.